Manufacturer narrative:
This report is being resubmitted as the previous report submitted associated with MDR # 1820334-2016-00063 on 03mar2016 was inadvertently submitted as a follow up report instead of an initial report. No additional information was provided or further investigation was conducted. Age: information not provided by the reporter. Weight: information not provided by the reporter. Patient code: additional procedure is not labeled. Device code: hub/material separation is not labeled.

Event description:
The initial information provided stated that the end of the catheter separated, no details provided. However, per the additional information provided on mw5059360 received by the manufacturer on 12feb2016: the patient was in the bathroom when the chest tube dislodged. The chest tube was found to be broken off at the hub, where the two sections of tubing meet and are attached together. The patient returned to interventional radiology, where the chest tube was replaced. No additional information has been provided regarding patient outcome.